Manufacturer narrative:
On (B)(6) 2016 01:59 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The product was not requested to return for manufacturers investigation as the failure is known and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the previous investigation results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Additional information: the product is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
On (B)(6) 2016 01:52 pm (gmt-4:00) added by (B)(6) ((B)(4)): approximately one hour after initiating support the delta p (trans membrane pressure) increased to 600, inlet pressure from 291 to 699. Initially flowing at 4.7 lpm (liter per minute) with 3800 rpms (rotations per minute), but one hour in rmps were up to 5000 and only able to get 1.4 lpm flow. (B)(4). Patient received 8000 units of heparin at cannulation. Swapped out the hls set and proceeded as planned. (B)(4).